Event description:
Through implant patient registry, it was reported that a patient with a 25mm 2700tfx aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of 13 years, 11 months due to severe aortic stenosis. The tavr was performed with a 26mm 9750tfx transcatheter valve without complication. The patient was transferred to the ccu in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry, it was reported that a patient with a 25mm 2700tfx aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of 13 years, 11 months due to valve degeneration leading to severe-critical aortic stenosis. The tavr was performed with a 26mm 9750tfx transcatheter valve without complication. The patient was transferred to the ccu in stable condition. According to the physician, there was no allegation that the surgical valve prematurely failed.